Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver buttons do not respond. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was attempted to be performed however could not perform functional test due to "call tech support" message on receiver. Receiver data logs were reviewed, finding a screen error alarm. Based on the finding of a screen error alarm this is being reported. The complaint was confirmed. The root cause could not be determined post investigation. It was reported that the receiver was dropped or exposed to moisture. Labeling indicates: the receiver is neither water resistant nor waterproof and can get damaged if moisture gets inside, so keep it away from any liquids and very high humidity as well as dirt and dust. In addition, labeling indicates: if the dexcom receiver or dexcom transmitter is damaged or cracked, do not use it. This could create an electrical safety hazard causing possible electrical shocks resulting in injury. In addition, a damaged or cracked dexcom receiver or dexcom transmitter may cause the dexcom system not to function properly.